Event description:
New information received on july 29, 2019, indicates that the lead was explanted.

Event description:
New information received on 7aug2019, indicates that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the light-headed patient presented in the emergency room. It was noted that the p-waves had dropped and increased thresholds on the atrial lead. It was noted that the atrial lead had intermittent loss of capture. An x-ray indicated that the atrial lead may have lost slack. Programming changes were made. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.